Manufacturer narrative:
Concomitant product: product ID 3982a, serial # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had wound redness at the site of their implantable neurostimulator (ins). There were no signs of infection and no discharge was noted. ¿antibiotherapy¿ was prescribed by the patient¿s general practitioner (gp). There were no further actions performed. It was noted that the event issue was related to the procedure. The event was reported as recovered as on (B)(6) 2012. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ should additional information be received a supplemental report will be filed.